Event description:
A customer reported a pump malfunction indicated by malfunction code 199 in tandem source. There was no reported impact to the customer¿s blood glucose level. The customer was informed on how to reset the pump, successfully reset the malfunction, and was advised to continue using the pump. The customer understood to call back if the malfunction code recurred.